Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was noted to have numerous short v-v intervals over the past 6.5 months. Oversensing in stored episodes, high/undefined pacing impedance as well as fluctuating pacing impedance were also noted. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise was observed on stored episodes. Reprogramming was performed to turn off ICD therapies. The lead was capped and replaced.